Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured at the head. No allegations made to the unk abutment which has been added to the associated device. No further investigation will be performed for the associated device. Functional testing could not be performed since the device was fractured. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: fracture: screw). Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient had a broken abutment screw that has been removed from the unknown abutment at tooth location # 8.